Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced keypad issues. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The keypad issue was verified. The cause was determined to be a damaged, non-original equipment manufacturer (OEM) keypad which was replaced. Should additional relevant information become available, a supplemental report will be submitted.